Event description:
A home pt (hp) contacted baxter tech service ctr to report that she had received a check your position message on her homechoice system, during fill 1 of 4. The tech service representative (tsr) had the hp check the pt line and the hp reported that she had found the pt line clamp closed and air in the pt line. The tsr assisted the hp to end to therapy and had the hp start over with new supplies. Per the home pt's son, there has been no injury or medical intervention associated with this event.